Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2014 to november 17, 2014. The device was received for evaluation. Visual inspection confirmed a turquoise cap shaving on the stressmember. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a particle in the balloon. The device was filled with an unspecified amount of saline. It was found after compounding. There was no patient involvement. No additional information is available.